Event description:
A pump triggered an altitude alarm, prompting the customer to suspend insulin delivery. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to address obstructions, clean the pump, and reconnect the cartridge, which resolved the issue, allowing insulin delivery to resume and preventing further alarms.